Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 50% suddenly and the pump shut off due to insufficient charge. When the pump was turned back on the battery gauge displayed 75%. The customer's blood glucose level was 128 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.